Manufacturer narrative:
Removed b13, added b17.

Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.